Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the crimped stent was damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 24-may-2016. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.